Manufacturer narrative:
Additional information: poc (tel)- (B)(6) it was reported that during in service training cardiosave intra-aortic balloon pump (iabp) unit facing "helium leak" issue. A getinge field service engineer (fse) detected the fault, troubleshot device and isolated leak to high pressure regulator. Replaced helium high pressure regulator and o-ring buna-n 1-008 n70. Device passed all performance and safety tests according to factory specifications.the equipment was returned to the customer for clinical use. Patient involvement is unknown. The failure analysis and testing dept. Received helium high pressure regulator and high pressure transducer with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Parts will be tested together as they are torqued down and separation would cause damage. Fat verified there was a helium leak with these parts. No root cause identified. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined¿.

Event description:
It was reported that during in service training the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was unaware of patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in service training the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a